Manufacturer narrative:
(B)(4). Title: long-term outcomes after ventral rectopexy with sacrocolpo- or hysteropexy for the treatment of concurrent rectal and pelvic organ prolapse / source: karl jallad, md, beri ridgeway, md, marie fidela r. Paraiso, md, brooke gurland, md, and cecile a. Unger, md, mph / female pelvic medicine & reconstructive surgery; volume 24, number 5, september/october 2018. If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
According to the literature, (year 2009 to 2015), this study aimed to evaluate the long-term anatomic and subjective outcomes in women undergoing ventral rectopexy with sacrocolpo- or hysteropexy. The secondary objective was to describe the perioperative adverse events. 59 patient were involved in this study, and 1 of them, experienced an intraoperative adverse event of bladder injury. Postoperatively, 5 patients were readmitted for sepsis, ileus, small bowel obstruction, pulmonary embolism, and a pelvic abscess. One patient required reoperation.